Event description:
It was reported that the pt's device was showing high impedance. MFR rep was present for the generator replacement on (B)(6) 2011 and said at that time all the diagnostics were within normal limits, and lead impedance was ok. Now the diagnostics testing reveals high impedance, with impedance value in 8000 ohm range. The device was disable. There has been no trauma or any evidence of trauma, and the pt has had no adverse events. X-rays were taken and sent to MFR for review. Based on the x-ray received, there were two suspect areas on the lead that may be a possible fractures or lead discontinuity that could contribute to the reported high impedance. As the entire lead could not be assessed, continuity in that portion of the lead cannot be confirmed. The pt is to have consult with a surgeon. Revision is likely, but has not occurred to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no obvious gross lead discontinuities visualized, though there were two suspect areas in the lead. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent full lead and generator replacement. It was reported that the suspect device was discarded. No additional relevant information has been received to date.